Manufacturer narrative:
Correction: device product code has been updated to lgw.

Event description:
Manufacturer report number 1627487-2020-02405 . New information received states that the physician plans to test the lead with the new implantable pulse generator implanted reported in regulatory reference number 1627487-2020-02405. Lead issue was resolved with the new ipg. There were no complications during the procedure. Patient was stable. The implantable pulse generator has been added as a new device upon receiving new information.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that patient experienced inappropriate shock from the device system and as a result the patient experienced ineffective stimulation. Upon x-ray review, no lead migration was observed. Lead therapy was turned off. A surgical intervention is anticipated in the near future. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.